Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported spectrum turbo-ject antibiotic power injectable PICC line had fractured and began leaking less than sixty days after placement. The patient required a general anesthetic to replace the line. The patient is currently at home on antibiotics. To date, additional information with regards to the patient, device and event are unknown.

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Correction investigation - evaluation a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. The device was returned with a secur-a-cath and microclave. Visual inspection found the extension tube to be slightly separated from the hub and a kink on the catheter at the distal end of the manifold. The device showed signs of normal use and cracks were not seen. A leak test confirmed the leak at the distal end of the hub where it connects to the extension tube. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product does not show any nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number and failure mode. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.